Event description:
Intera oncology received the following complaint report from a physician who noted the patient had their pump removed on (B)(6) 2025, and had a new pump placed the same day. The patient came in for a refill and rate check in (B)(6) 2025, and the pump was running at about 1.8 ml/day, which is similar to the pump that was previously explanted. Given there were no patient factors to explain the increased rate, the clinic will proceed with dosing accordingly and bring the patient in more frequently for exchanges. Intera oncology communicated with the nurse and the nurse confirmed that the patient did not experience adverse health effects. The patient doesn't have any known medical conditions that could impact the pump to flow fast. The nurse confirmed the patient does not reside in a high-altitude area. This was later confirmed by the patient. The patient mentioned that they are from (B)(6) but has been living in (B)(6) near the clinic since surgery. They have not traveled back and forth and are not staying in an area of high altitude. According to the nurse, the patient doesn't use any source of heat that could increase the flow whatsoever. The clinic infused heparin and saline during the refill. The patient had a pump study done and according to the nurse the result was ok.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29977942, was reviewed. The pump was manufactured on september 24, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, the nurse confirmed that the patient did not experience adverse health effects. The patient had a pump study done and according to the nurse the result was ok. It is unknown what may have caused the pump to flow fast. Therefore, the cause of this incident is inconclusive.